Event description:
Medical staff reported a rupture as well as ¿lymphadenopathies with implant content measuring 15-16 mm present in the right axillary area and lymphadenopathies of reactive appearance present in axillary region¿ diagnosed by ultrasound. This relates to the right side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and two openings on posterior side assessed as surgical damage. Missing shell assessed as inconclusive. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
Medical staff reported a rupture as well as ¿lymphadenopathies with implant content measuring 15-16 mm present in the right axillary area and lymphadenopathies of reactive appearance present in axillary region¿ diagnosed by ultrasound. This relates to the right side. Device has been explanted and replaced with a non - allergan device.